Event description:
Patient reports missing a tooth #13 on the left side and the aligners don't go to the gums. This is causing the cheek to get suctioned into the open space and be cut by the aligners, creating an ulcer. Dental history includes crowns in location #5 and prior root canal treatment. Note: the byte clinical support team (cst) provided hht (hereditary hemorrhagic telangiectasia) & t and filing to help and let us know if helped. Gathering video of step 1 and comparing shape from step 1 and 2 to see if any better. Medical history included wellbutrin and focalin prescriptions.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.